Event description:
A cartridge alarm issue was reported during the load process, which resulted in the customer's blood glucose level reaching 502 mg/dl. The customer managed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Tandem technical support decided to replace the pump, and the customer will use mdi as a backup therapy to ensure continuous insulin delivery. The call was disconnected unexpectedly, and attempts to reconnect failed.